Event description:
It was reported that when shield was removed from bd vacutainer® push button blood collection set the needle broke off. The following information was provided by the initial reporter: customer reported that the needle detaches from the set when we remove the protective cannula from the needle. Lot#2241455

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but [1] photo was provided for investigation. The customer photo shows the device packaging but does not show the reported defect. Therefore, this complaint cannot be confirmed based on the customer photo provided. Bd is unable to confirm the customer¿s reported failure mode of breaks off based on customer photo analysis. Additionally, [10] retention samples from bd inventory were subjected to cannula pull testing to evaluate the force required to remove the IV cannula. All samples passed specification. Therefore, this complaint cannot be confirmed based on retain sample testing results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that when shield was removed from bd vacutainer® push button blood collection set the needle broke off. The following information was provided by the initial reporter: customer reported that the needle detaches from the set when we remove the protective cannula from the needle. Lot #2241455.